Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient was hospitalized due to high blood glucose and diabetic ketoacidosis (dka) on (B)(6) 2026 due to an occlusion. The blood glucose level was 600 mg/dl at the time of the event, and the patient had ketones. The patient was treated with an insulin pen, and the length of hospital stay was greater than 24 hours. No further information available.